Manufacturer narrative:
The investigation into the access site bleeding is on-going at this time. No impella product has been returned from the medical center in (B)(6). Should more clinical details be shared that lead to a root cause, a final report will be filed.

Event description:
A smaller sized female patient was admitted to the medical center in (B)(6) suffering from an acute myocardial infarction. The team made the choice to hemodynamically support her by both the use of an impella cp and ECMO. The pump supported her for over 26 hours when she expired due to underlying condition. Later, the jpvad registry documentation noted the patient to have had an access site bleed, thrombocytopenia, and ventricular tachycardia during her impella support. The impella access site bleed was noted to be treated by blood product infusion.

Manufacturer narrative:
Since the original report was filed, the investigation into the jpvad registry, in japan, reported harms of access site bleeding and hemolysis (which prompted rbc infusion) has concluded. No product was returned for analysis or bench-top hemolysis testing. The cause of the access site bleeding was determined to be use related. The clinical team had not used any imaging during setup and insertion. The cause of the hemolysis was patient condition. The myocardial infarction and filling issues contributed to the hemolysis. The failure mode will be monitored and trended.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided.

Manufacturer narrative:
H.6 code 1887, 2095, and 4431 were inadvertently omitted from the initial manufacturer device report number 1220648-2021-01202 and was added.